Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0e4n5, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reports the patient outcome was unknown due to the patient was being seen by different healthcare provider.

Event description:
It was reported that every once in a while when the patient was sitting on the couch or getting in and out of bed the patient moved and felt that there was ripping where the device was placed in the body. It was noted that this started in the last month.